Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 09-aug-2022, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they saw the settings not available, cannot provide your desired settings message since today and they couldn't increase their intensity. Patient noted they tried changing their groups, but the message wouldn't go away. The issue was not resolved. Agent reviewed the message with the pt and reviewed role of rep and provided them with the nas number. The patient was redirected to their healthcare provider to further address the issue. Additional information fromthe patient indicated that the cause of the issue was that wires are shorted out. They cut power off going to the "bad wire." Issue is resolved for not. They will need a new system at some point.